Manufacturer narrative:
Additional information received on 4-january-2019 mentioned that the subject device was not a stryker device. Therefore, there is no allegation against the sl-10 straight catheter used during the procedure. The subject device performed as intended. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Event description:
It was reported that during re-treatment by coil embolization of a recurrent, unruptured, basilar tip aneurysm, the procedure was complicated with a non-flow-limiting right vertebral artery (v2 segment) catheter-related (subject device) dissection. No additional information is available at this time.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during re-treatment by coil embolization of a recurrent, unruptured, basilar tip aneurysm, the procedure was complicated with a non-flow-limiting right vertebral artery (v2 segment) catheter-related (subject device) dissection. No additional information is available at this time.